Event description:
It was reported that during a coronary drug eluting stenting procedure, the stent delivery device would not cross and the shaft fractured. The physician had attempted to cross a lesion with a taxus express2 3.0x16 mm drug eluting stent in an unknown vessel. He made several attempts to cross the lesion but was unable to do so. The device was removed, but while trying to re-insert the device, the shaft broke in half. No pt injuries or complications were reported.